Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor reading and the blood glucose readings were off by nearly hundred points. Customer stated on time his blood glucose reading was 142 mg/dl and the sensor was reading in the 60 mg/dl. Range. Customer also mentioned receiving multiple failed battery test alarms. Customer stated that they will call back to troubleshooting with new batteries.